Event description:
Information was received from a consumer regarding a patient receiving an intrathecal unknown drug via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. The patient reported the drug was "something from a sea urchin". The patient got (B)(6) shortly after implant. It was reported the infection "almost killed her" and they removed it about six weeks after implant. The reporter did not recall dates; however the event date was 2008 and it was "about six weeks after" but the reporter was not certain on dates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.